Manufacturer narrative:
Clarification to b3 date of event: partial date 2024. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Reason for reoperation: rupture; silicone migration; capsular contracture, baker grade IV. Additional, changed, and/or corrected data: a2, b3, b5, b6, d6b, h6, h11.

Event description:
Patient reported "a problem with prostheses". Patient later reported right side implant rupture and "silicone migration to armpits". Healthcare professional later reported right side capsular contracture baker grade IV. Device was explanted and replaced with a non-allergan device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration.

Event description:
Patient reported "a problem with prostheses". Patient later reported right side implant rupture and "silicone migration to armpits". The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: capsular contracture: unable to observe as it is not related to the manufacturing process. Rupture: not observed. Silicone migration: not observed. As per the investigation procedure, creases, wear abrasion and deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported "a problem with prostheses". Patient later reported right side implant rupture and "silicone migration to armpits". Healthcare professional later reported right side capsular contracture baker grade IV. Device was explanted and replaced with a non-allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.6.

Event description:
Patient reported "a problem with prostheses". Patient later reported right side implant rupture and "silicone migration to armpits". Later healthcare professional confirmed the event rupture via ultrasoun and reported "spontaneous capsulitis" and "capsular contracture baker grade IV". Later healthcare professional reported "open and evacuated capsular formation" and "firm consistency". This is for the right side. Device was explanted and replaced with a non-allergan device.